Manufacturer narrative:
For 6 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: control panel assembly was replaced on 1 unit, the lower housing assembly was replaced on 1 unit, the bag arm was replaced on 1 unit, and the breathing system lower chassis was replaced on 1 unit. For 1 unit, the breathing system was disassembled and cleaned, and the sensor interface board was replaced to resolve the reported issue. For 1 unit, the anesthesia gas scavenging system (agss) and the anesthesia breathing system (abs) were cleaned to resolve the reported issue. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 6 <noe> malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced gas leaks. 1 event was reported for a leak greater than 4.5 lpm preventing pressure mode ventilation, 2 events reported for a leak greater than 4.5l pm affecting all ventilation modes, 1 reported for a malfunction causing a leak greater than 4.5 lpm, 1 reported for a system leak greater than 4.5 lpm which could cause a loss of mechanical ventilation, and 1 event reported for a malfunction preventing mechanical ventilation and an air leak in bag mode. These reports were received from various sources. Of the 6 events, 4 did not involve patients, 2 did involve patients. There was no patient information available.